Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
The customer reported touchscreen not working, and will not calibrate. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen will not calibrate issue. The fse remotely confirmed that the customer replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.